Event description:
Customer reported her insulin pump was cracked around the reservoir compartment. She stated the damage has caused her o-ring to come out. The customer's blood glucose was 81 mg/dl. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Pump received with minor scratched display window, broken reservoir tube lip, missing o-ring. (B)(4).